Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Patient was revised to address femoral loosening at the cement/implant interface. Depuy cement was used at the original time of implantation.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The device associated with this report was not returned. A complaint database search finds no other reported incidents against the provided product and lot combination since its release for distribution. Requests for additional investigational inputs were made in accordance with (B)(4) appendix a. Review of the supplied medical records confirmed femoral component loosening and osteolysis. Provided information states minimal polyethylene wear was identified at revision surgery. The investigation could not draw any conclusions about the root cause of the reported event based on the provided information. No evidence was found suggesting product error was a contributing factor. Based on the inability to identify product error as a contributing factor or determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.